Event description:
It was reported that during testing at the manufacturer facility insulation was chipped off and missingfrom the device, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.